Event description:
It was reported that the device was used during a vats lobectomy. On the very 1st firing the cartridge was loaded, device closed down, and fired. However the device locked out. Or staff believed the trigger had been bumped and locked the cartridge. The cartridge was removed and all drivers were up, no staples present, and the sled was at the distal end of the cartridge. The or staff stated it was the only cartridge on the back table and it had not been fired. The or staff believes there were not staples loaded in the cartridge. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) found that it was received in good visual condition and fully fired. Due to the returned condition of the cartridge, no testing could be performed. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.